Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. The probe unit tip was broken. The image had one full element broken. No other issues were found during the inspection. No additional information has been obtained. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported ultrasound specific issues, broken balloon on the end of the scope. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record review confirmed that there was no abnormality in manufacturing of the device. The root cause could not be identified. Probable root cause is the tip of the probe unit was chipped because an external force was applied to the tip of the probe unit. The investigation identified that the reported issue is preventable. The instructions for use state: ¿do not apply shock to the distal end of the insertion section, the ultrasonic transducer and the objective lens surface at the distal end.¿